Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to fluid. The customer's blood glucose was unknown. The customer stated that they urinated during the night. Alarm in history indicate to replace insulin pump on 1st occurrence of unexpected restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm noted. No moisture damage on electronics and motor assembly noted.